Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. This patient has other related events, please reference medwatch reports filed under patient identifier #1157587. Through follow-up with the health-care provider, a response and a copy of the operative report was provided. However, the cause of death was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. It is unknown if the death was device related. Per the operative report of (B)(6)2010, when the operation was completed, "the patient was taken to the surgical intensive care unit in critical condition." The cause of death has not been provided.